Manufacturer narrative:
Updated fields: b4, d3,, d8, d9, e1, e2, e3, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation, component code), h11. Corrected fields: d4 (serial no., UDI). A getinge field service engineer (fse) checked and replaced the display screen, the function parameters of the device were normal and it was delivered for clinical use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h8, h11.

Event description:
It was reported that during pre-use testing of the cardiosave intra-aortic balloon pump (iabp) equipment, banding artifacts were found on the screen, affecting the observation of screen parameters. However, no harm was caused to patients before use.

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6) hospital a supplemental report will be submitted upon completion of our investigation.